Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not going into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Biomed advised to complete zero flow calibration and retest the unit. The investigation is ongoing.

Manufacturer narrative:
The customer performed the zero-flow calibration and has resolved the problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.